Event description:
Customer's spouse reported that the customer experienced high blood glucose of 430 mg/dl and then it went low to 49 mg/dl. Customer treated with food. Customer's spouse stated that she disconnected the insulin pump from customer and requested assistance with suspending it. They would be monitoring the blood glucose and reconnect the device when he is stable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.